Event description:
It was reported that while using bd max¿ system, bd max¿ instrument samples were reported as false positive. The following was provided by the initial reporter in the beginning of july there was a tb run with 9 positives. None of them were actually positive according to the subculture. Now similar situation happened again. Patient specimen: positive in pcr, negative in subculture.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. PMA / 510(k)# : k111860, k130470.

Manufacturer narrative:
H6: investigation summary: a failure of false positives was reported on a max instrument (p/n 441916, s/n (B)(6)). Ta bd field service representative suggested the issue could be caused by contamination and recommended the customer clean and decontaminate the instrument. After the cleaning, the instrument returned to working order. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positives. The root cause was attributed to instrument contamination. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument samples were reported as false positive. The following was provided by the initial reporter in the beginning of july there was a tb run with 9 positives. None of them were actually positive according to the subculture. Now similar situation happened again. Patient specimen: positive in pcr, negative in subculture.